Manufacturer narrative:
Investigation summary: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Concomitant products: 1.non-biosense webster, inc.- baylis medical transseptal needle 2.carto 3 system us catalog #: unknown serial #: unknown (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. During ablation phase, the patient became hypotensive and a left atrial appendage (laa) perforation with effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis/pericardial drain yielded an estimated 20 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the thermocool® smart touch® sf bi-directional navigation catheter slipped on the left atrial roof near the left superior pulmonary vein (lspv) and the force resulted in an laa perforation. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on 35 watts. There is no information regarding generator parameters, other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during ablation. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure.

Manufacturer narrative:
Additional information was received on august 16, 2018 providing these additional concomitant products: pentaray navigational eco catheter: us catalog #: d128207, lot #: unknown. Soundstar eco ge 10f catheter: us catalog #: 10439072, lot #: unknown. Manufacturer's reference number: (B)(4).